Event description:
On (B) (6) 2009, a doctor reported that a patient lost a dental implant about a month after the implant placement, due to unknown causes. The doctor reported that bone augmentation material was used during the implant placement, and there was localized infection.